Manufacturer narrative:
The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. There is no service history for the device under evaluation. The product was returned to integra for evaluation. The complaint was verified as valid. The handpiece transducer was faulty and thus the cause of the complaint incident. Device identifier: (01)10381780039433. Product identifier: (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer service assistant reported on behalf of the customer that the c2602 cusa excel 36khz straight handpiece alarmed when connected to the generator. Complementary information was received on 11jan2019 that the alarm for vibration was detected when the handpiece was connected during preparation for an ablation of cerebral tumor surgery on a (b)(6 year old female patient on (B)(6) 2018. The device was not yet used on the patient. The patient was already asleep when the issue was detected. There was no patient injury. Surgery time increased by 30 minutes but there was no consequence to the patient.